Event description:
It was reported that an alert for charge time limit reached was observed. Capacitor maintenance was unsuccessful. Device was explanted and replaced. Patient condition was good.

Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an anomalous capacitor was found. The root cause of the extended charge time was an anomalous capacitor.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.